Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The complainant indicated that the device is disposed and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2020 to treat pelvic organ prolapse. According to the complainant, during procedure, the carrier extended without pressing the plunger and the capio cage failed to catch the dart inside the patient. The procedure was completed with another capio slim device. There were no patient complications reported as a result of the event.